Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400mg/dl. Customer alleged the pump did not deliver insulin as intended. Although requested, the customer declined to perform a pump system check to determine a possible cause. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the insulin gauge was inaccurate, however the customer declined troubleshooting.